Manufacturer narrative:
Concomitant medical product: w1dr01, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was noted that the patient came to the clinic due to chest pain. The ra lead remains in use. No further patient complications have been reported as a result of this event.